Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing. After culture testing, the device will be evaluated. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. The customer reported the precleaning process is as follows: gross soil is removed from scope, scope is flushed and wiped down with enzymatic solution. During manual cleaning, the endoscope channel was brushed with a single use olympus brush. The automated endoscope reprocessor (aer) used was the olympus oer pro with medivators intercept detergent, endo quick detergent, and acecidet. There were no reported problems with the aer and the minimum effective concentration is checked daily. The last preventive maintenance for the aer is unknown but an in-service was conducted in february 2024 and all reprocessing personnel are trained on how to properly reprocess an endoscope. The device was stored in a scope cabinet. As part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for achromobacter (formerly alcaligene) xylosoxidans. The inside lumen of the scope was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b3 of the initial report. See b3 for further details. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes and an ess (endoscopic support specialist) observed the reprocessing steps at the user facility where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024; sampling from: air/ water channel; cfu: unknown; bacterial identification: staphylococcus epidermidis. The device was evaluated where white foreign material was found in the suction channel. The identity of and the root cause of the foreign material was unable to be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.